Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was claimed that the pressure transducer test failed during pre-use check (puc). There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. Based on provided information, pressure transducer printed circuit board needs to be replaced. The issue was reportable as it may lead to high pressure. The customer decided to not repair the device. The root casue of the issue has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).